Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: material # 383536 batch# 1294541. It was reported the gray port portion where the needle comes out broke.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism broke. There was no report of patient impact. The following information was provided by the initial reporter: material # 383536 batch# 1294541 . It was reported the gray port portion where the needle comes out broke.